Event description:
On 24-mar-2023, intuitive surgical, inc. (Isi) received maude report number (B)(4) stating: instrument was inserted at the start of the case, and it was noted that the grasping mechanism was broken. It was indicated that a fragment fell in the patient. The instrument was taken out and replaced with a new instrument. Isi was unable to determine the site/account due to no contact/hospital information being provided from maude report.

Manufacturer narrative:
This complaint originated from a maude report with an unknown customer site. Intuitive surgical, inc. (Isi) was unable to perform follow-up to obtain additional information due to the nature of how this information was collected. Isi has not received the maryland bipolar forceps instrument involved with this complaint. Based on the current information provided, the root cause cannot be determined since the site and product information could not be collected. A follow-up MDR will be submitted if additional information is received. This is considered a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the grasping mechanism of the maryland bipolar forceps instrument broke inside the patient. It is unknown if the fragment was retrieved.